Manufacturer narrative:
1627487-12192011-003-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used or recharged her ipg in approximately 6 years. A company representative met with the patient and was unable to establish a connection with the device. As such, the patient may undergo surgical intervention to address the issue.